Event description:
The customer's son in law reported that the customer has been experiencing blood glucose levels greater than 500 mg/dl, even though he has treated with the insulin pump and injections. The caller stated, he would be taking the customer to the emergency room. The caller later called, and gave the details of the event. The customer was treated for a blood glucose of 480 mg/dl. The caller stated that they could not figure out why his blood glucose levels were so high. The customer was kept in the hospital until his blood glucose levels started dropping. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.